Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the vessel sealer instrument coulc not cut. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument was returned with bio debris in the garage track. No blade exposed was observed. Upon failure analysis, the snake wrist was found to be dislodged. Instrument was placed on the in-house da vinci system and it was successfully recognize. However, the instrument was unable to engage due to the snake wrist dislodged. The vessel sealer instrument was difficult to advance through the cannula. No pieces or material were missing. The grips exhibited an offset of approximately 0.021 in the clockwise direction and 0.045 in the counter clockwise direction. The width of both blades tracks was approximately 0.024. The customer reported complaint does not itself constitute a reportable event; however, the snake wrist dislodged found during failure analysis could cause or contribute to an adverse event if to reoccur.